Manufacturer narrative:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 58-year-old female patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, there was blood leaking around the graft locks. While the patient was in the intensive care unit (ICU), the patient had renal failure requiring dialysis. Two months after impella insertion, the device was removed with a bridge to a heart transplant. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 3.3l/min as intended. Renal failure is a known adverse event associated with impella's mechanical support.

Event description:
The complainant reported that the patient was supported with a five-and-a-half mechanical circulatory support device when a peri-procedural adverse event occurred. During the procedure, blood was observed leaking around the graft locks despite the locks being applied in accordance with the instructions for use. The patient subsequently developed renal failure, and an additional device was required to maintain adequate hemodynamic support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.